Event description:
It is reported that the patient was revised due to swelling and a bakers cyst. It was also reported that the femoral component only had 10% ingrowth at the time of revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.